Event description:
It was reported that during a coronary stent procedure, the stent came off the delivery device while advancing on the wire. The stent was located on the shaft of the delivery device. No pt injuries or complications occurred.